Event description:
On a routine visit with a physician, the integra sales representative reported that the physician stated that he had some breakage of the hallu-s-plates last year. This was the first report of the incident: the user facility reported a case which used the hallu-s plate in 2005. The procedure was an mtp fusion on the right great toe. The physician, who performed the procedure, bent the plate before it was implanted, and he believes that it may have created a stress riser within the plate. Additiional information received august 7, 2006: the broken plate is stille in the patient and currently not presenting any problems. X-rays were sent to the integra program manager responsible for this product line.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.